Event description:
It was reported that a pt underwent a two levels x-stop procedure at l3/l4 and l4/l5. Post procedure, the screw holding the wing assembly to the spacer assembly started to back out. Currently, the device remains in the "proper location" and functions well. The pt current status is "good". The pt will be monitored and there is no plan to remove the device at this time. The physician stated that final tightening was verified according to procedure. No additional info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company rep.